Manufacturer narrative:
This device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported that the sagittal saw attachment was running intermittently during testing. Event not related to surgery, no injuries reported.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.